Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap gastric bypass. According to the reporter: the device did not form proper "b" shape staples when they completed their jejunojejunostomy. Tissue was damaged. The surgeon had to over sew all the staple lines. This added 20 mins to the case. The pt is fine and at home.